Manufacturer narrative:
Concomitant medical products: 5568 lead, implanted (B)(6) 2016-; 1458q lead, implanted (B)(6) 2016.

Event description:
It was reported that the patient presented at the emergency department with complaint of syncope. There was evidence of atrial arrhythmia but patient's cardiac resynchronization therapy defibrillator (crt-d) was indicated as working as programmed and the atrial channel was programmed to monitor. No changes were indicated and the crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.